Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (2 mg/ml) and baclofen (300 mcg/ml) at unknown dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had two active pumps implanted. Empty pump alarm was occurring since the patient was non-compliant and missed refill. The hcp planned to fill one pump with hydromorphone (not adding baclofen)and the second pump would likely to be refilled with saline and set to minimum rate. Oral medication was prescribed for increased pain because they chose not to go to refill. The low reservoir alarm date on the print out was either (B)(6) 2018. Empty pump date was not available as log was not available. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via device manufacturer representative. It was reported that the drug before refill was hydromorphone (2 mg/ml) and baclofen (300 mcg/ml) and was hydromorphone (2 mg/ml) after refill. The low reservoir alarm date was (B)(6) 2018 according to log. Missing refill was the patient's elective choice. No further complication was reported.